Event description:
Caller states the compact plus meter produced a result of 602mg/dl. No action reportedly taken on device result. No adverse event reported due to this result. Requested return of suspect device and replacement was sent.